Manufacturer narrative:
(B)(4).

Event description:
It was reported that after device explant, interrogation was not possible. Device was returned.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported field event of an inability to communicate with the device was confirmed in the laboratory and was caused by the battery voltage being below the minimum voltage required for circuit operation. The device was tested on the bench and the electronics module was found to draw excessive current due to internal damage of the substrate that caused it to delaminate or split apart. An arc mark was found on the device can. Further evaluation of the arc mark indicated the presence of lead material. It is not known when the substrate damage and arc damage occurred as the device memory was corrupt and contained no diagnostics.